Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) was explanted, however the ipg remains in use as external pacing device. The right ventricular (rv) lead was explanted and replaced. The ra lead was explanted. No further patient complications have been reported as a result of this event.